Event description:
It was reported that (1) tvc55 was used during an unknown procedure. It was reported by the affiliate that the doctor could not fire the instrument. A new instrument was used to finish the case. No adverse pt outcome.